Manufacturer narrative:
Based on the information provided on 23 feb 2018 that alleged the patient required cauterization to cease a hemorrhage, as of 25 mar 2018, day 30 from the kci aware date, kci had insufficient information to determine the seriousness of the bleeding event, whether there was a need for surgical intervention (e.g. Cauterization) to resolve the event, or if the event was related to v.a.c.® therapy. Based on kci follow up performed on 06 apr 2018, the nurse noted the patient presented to the emergency room for bleeding and requested to be admitted overnight for observation. There was no indication or evidence cauterization was performed. Based on this information, kci considers this a minor bleeding event. Therefore, this event was determined to be not reportable based on the information received on 06 apr 2018. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 23 feb 2018, kci received the following information via medwatch report mw5074569: the patient alleges he had his small toe on his right leg amputated on the [redacted] 2017; 9 days later, he woke up and noticed his toe was bleeding. He called the nurse who changed the wound vac to another one and the bleeding did not stop. The nurse called the hospital and advised he goes to the emergency room. The wound vac was removed and the bleeding did not stop. The doctor cauterized the area to stop the bleeding. Reporter alleged the wound vac was responsible for the bleeding. On 06 apr 2018, the following information was reported to kci by the nurse: per review of the patient's medical record, on (B)(6) 2017, the patient presented to the emergency room for bleeding and requested to be admitted overnight for observation. The emergency room physician packed the wound with no documentation cauterization was performed. On (B)(6) 2017, the physician observed the patient's wound and re-packed the wound with no documentation that medical or surgical intervention was performed. The patient was noted as stable and was discharged on (B)(6) 2017. On 06 sep 2017, the device was tested per quality control procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On 03 oct 2017, the device was tested per quality control procedure by kci field service, and unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.